Event description:
Rptr writes: "my dog had surgery to repair a torn anterior cruciate ligament in their left hind leg. The surgery went well and the dog began their recuperation. For the frist two weeks or so, everything seemed to be okay. After that, they would appear to be all right for awhile and then begin limping on the leg. Over the next several months, rptr brought them back to the surgeon several times trying to detemine what the problem was. Although radiographs showed that all was well with the knee, the dog continued to limp and began acting listless and ill." Months later, "the surgical site either opened spontaneously or the dog chewed it open. At that time, the surgeon began to suspect that the internal sutures had not dissolved. Three weeks ago, the dog had a second surgery and the sutures were removed. They were also treated with antibiotics for an infection at the site. Reporter questioned the surgeon," "regarding the MFR of the sutures." "Dr also stated that this was not a regular occurrence. Dr has used the same type of sutures on many occasions and they generally perform well. Although all is now well and the dog is healthy, they did loose six months of recuperation time and was subjected to a second surgery involving general anesthesia. In addition, the muscle in the affected leg has atrophied a great deal. Reporter knows that co can do nothing about any of these things. However, reporter is hoping that co will stand behind co's product as far as the add'l financial obligations reporter incurred. Charges for blood work prior to the second surgery, radiographs, overnight hospitalization, and the surgery itself totaled $522.22. Hopefully, co will feel as reporter does that reporter should be reimbursed for these expenses.